Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusions had occurred and insulin was suspended. Customer alleged pump alarm did not occur during the first occlusion. Customer reported that the pump volume was set to low and that the second occlusion alarm was heard. Customer experienced elevated blood glucose (bg value not provided) and a 15 unit bolus was delivered.

Manufacturer narrative:
Additional information received indicated that customer resumed pump therapy. Section a: gender. Section d: pump catalog / serial number / UDI number / concomitant product.